Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that approximately 26 months post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a 2.50x20mm taxus express2 drug eluting stent in the mid right coronary artery (rca). Approximately 26 months later, the patient presented with chest pain at a different facility. St elevations were noted and the patient received aspirin, beta-blocker, and heparin. The pain persisted and the patient was then transferred and emergently admitted to the cath lab with an impression of acute st elevation myocardial infarction of the inferior wall. Significant in-stent thrombosis was found in the proximal rca. A 2.50x20mm taxus express2 stent was deployed in the proximal rca at 12 atms for 30 seconds, and was then post-dilated with a 2.75x12mm maverick balloon at 16-18 atms. There was 0% residual stenosis upon completion of the procedure and the patient was in satisfactory condition with no complications reported. Of note, the patient had completed his course of plavix and had stopped taking it one month prior to this event.